Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control board was replaced to resolve the reported event. Legal manufacturer: (B)(4).

Event description:
The hospital reported a software watchdog failure which causes a loss of mechanical ventilation. There was no report of patient involvement.